Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps flashed and had flames coming out of the housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while grasping. There were no other instruments involved. There was no arcing inside the patient, but there were flames flashed in the gearbox. There was no injury to the patient.